Event description:
It was reported that the unit kept shutting off during a case. It was further reported that the unit was swapped out and there was no harm to the pt.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode became active and the bulb ignited as specified. The power-up sequence was repeated several times. No failures were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/jaw interaction; lightcable/scope disconnect; bulb access door cycling; front panel. The standby/run mode cycling test failed. The front panel functionality test failed due to a defective run mode/standby membrane switch. All other tests were successful. Measurements were taken on lumen output and ballast voltage. Both measurements were within their respective specifications. The root cause of the reported failure was traced to defective front panel membrane switch. Further investigation revealed that the jaw handle was slightly loose. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.